Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/ family regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that consumer was wondering what is involved in having the implantable neurostimulator (ins) replace and can the patient choose to leave implant in the body and not have it replaced. Consumer indicated the patient almost dies at last surgery. Consumer indicated the implantable neurostimulator (ins) is not charging the way it should be and patient has increased pain. No trauma/ fall reported to be related to the issue. It was reviewed device might possibly be over discharged if patient has not been charging. Consumer indicated they will call when they are with patient to trouble shoot and determine if there is an issue with external device that could be replaced. Consumer said they will call when they are with patient to troubleshoot to determine if there is an issue with implantable neuro stimulator recharger (insr). Consumer will call health care professional (hcp) ask to have ins interrogated if the programmer and insr does not connect to the ins. Patient considered this a sudden change in therapy/symptoms. Consumer is not actually sure if patient actually almost dies, but patient stated her biggest fear is being put under. Consumer stated she has no additional information regarding the issue the patient is having with recharging as she was told by someone else that the patient is having issues charging. No further patient symptoms or complications were reported in this event.